Event description:
It was reported that the device would not charge correctly. The device would charge to 10 joules and transfer successfully, but it would not charge to 360 joules when selected. There were no reports of patient use associated with this incident.

Manufacturer narrative:
Physio control evaluated the device and verified the reported failure. Physio replaced te therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.